Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the he was hospitalized due to high blood glucose level on (B)(6) 2019. Blood glucose level of the customer was 571 mg/dl when admitted to the hospital. The customer was assisted with the troubleshooting. The customer was treated with the insulin pump. The insulin pump will not be returned for the analysis.